Event description:
Customer reported that the t:slim x2 pump was not charging and the screen would not turn on. Customer's blood glucose level exceeded 500 mg/dl, labeled as "high," and required medical assistance. Customer administered a correction injection via mdi and a doctor provided long-acting insulin. Despite troubleshooting efforts, the pump did not charge or turn on, leading to the decision to replace the pump. Customer will use mdi as backup therapy to maintain insulin delivery. There were no injuries, but ketone levels were discussed with a health care provider and identified as dangerous.